Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a review of the pump¿s black box showed no data from time of the reported loss of prime due to continued use. There were no loss of prime warnings observed in the black box. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The complaint of a loss of prime issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.